Manufacturer narrative:
Correction in e2, g2, additional in d8, d9, h3, h6. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed - error code message 354.6690 for syringe pressure sensor circuit monitor failure. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced pressure sensor harness due to error code 354.6699, replaced barrel clamp, cracked handle, broken bottom well and corroded left/right iui (inter-unit-interface). Plastic recall action competed. Based on the findings, service determined that the reported issue was due to pressure sensor harness electrical failure. Device history record a review of the device history record showed the device had a manufacture date of 18nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.669. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device alarmed and displayed - error code message 354.6690 for syringe pressure sensor circuit monitor failure. There was no patient involvement.